Event description:
New information noted that the right ventricular lead over-sensed noise resulted in pacing inhibition.

Manufacturer narrative:
H2 - the serial number submitted previously (B)(6) is incorrect, the serial number of the lead cannot be identified.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the right ventricular (rv) lead and the atrial lead exhibited noise over-sensing. The patient was brought into the clinic and the rv and atrial lead were capped and replaced on (B)(6) 2024. The patient was stable throughout.